Event description:
Device 1 of 2. Reference MFR report #3006705815-2018-00391.

Event description:
Additional information received that surgical intervention was undertaken wherein the lead was revised on (B)(6) 2018 and therapy was restored post-procedure. Issue was resolved.

Event description:
Device 1 of 2: reference MFR. Report: 3006705815-2018-00391.for clarification, surgical intervention was undertaken wherein the one lead was explanted and replaced on (B)(6) 2018 and therapy was restored post-procedure. It is unknown which lead was replaced.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient experienced ineffective therapy in the back. Patient reported no falls or trauma. Imaging revealed lead migrated. As a result, surgical intervention may be undertaken at a later date to address the issue.